Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. The observed system error was cleared using the ap vision software. The archive data review indicated system error 132 (internal watchdog timeout), confirming the reported complaint. The autopulse platform failed functional testing due to system error, out of service, revert to manual CPR" displayed upon powering on, confirming the reported complaint. The ap vision software was used to clear the system error. The platform was tested with the large resuscitation test fixture (lrtf) without any fault or error. The autopulse platform functioned appropriately and performed as intended. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The autopulse platform (sn (B)(6) was deployed to resuscitate a patient experiencing a cardiac arrest. When turned on, the autopulse platform showed a "system error, out of service, revert to manual CPR" message. No further information was provided. The patient's status information was requested, but the customer did not provide the requested information.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.